Manufacturer narrative:
(B)(4) the customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) and surgical intervention. It was reported that on (B)(6) 2018, the patient, with degenerative mitral regurgitation (mr), underwent a mitraclip procedure. One clip was implanted and the mr was reduced from grade 4 to grade 3. During preparation of a second clip, it was noted that the clip detached from the anterior leaflet, but remained attached to the posterior leaflet (slda) and mr increased back to grade 4. The procedure was aborted and the patient transferred for a surgical mitral valve repair. The mitral valve repair surgery was performed and the implanted clip was explanted. Post procedure, the patient was in stable condition. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported difficulty grasping the leaflets and single leaflet device attachment (slda) appear to be related to the patient morphology/challenging anatomy (prolapse and tethering of chordae). The reported patient effect of worsening mr appears to be related to the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.